Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/1/2020 . H.6. Investigation: customer returned three (3) 32gx4mm bd pen needles from lot 9261665 (1 used and 2 unused). Consumer stated no insulin flow when taking injection. All 3 returned pen needles were examined, then tested for flow using a test pen injector: the 2 unused pen needles were able to expel properly, and the 1 used pen needle was not able to expel properly. A wire test was then performed on the sample returned after use: the wire passed through the cannula, however, there was a small, clear residue observed at the tip of the wire after being through the cannula. Under the microscope the residue was identified as residual silicone from the manufacturing process. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during use. The following information was provided by the initial reporter: material no:320122 batch no: 9261665 it was reported that no insulin flow when taking injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during use. The following information was provided by the initial reporter: material no:320122, batch no: 9261665. It was reported that no insulin flow when taking injection.